Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the communication bus cable. A field service engineer reseated a loose communication bus cable in a drawer to resolve the issue. This work was recorded on work order (B)(4). The system functioned as intended after the field service engineer troubleshot the device.